Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nasal/throat irritation or soreness, hard to breath, and dizziness. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, pil observed unknown white and black contamination (dust like), inconsistent with degraded sound abatement foam, and some tiny gray potential hairs or fibers at the air input of the blower box. Unknown light gray film of dust-like contamination on top of the blower box. Slight unknown dust-like contamination on top of the blower motor and blower motor seal. Potential mineral deposits or liquid spots on the bottom of the blower motor and inside the blower motor casing, indicating potential water ingress. Potential mineral deposits or liquid spots on the bottom of the blower box, indicating potential water ingress. Unknown white, brown and black (inconsistent with degraded sound abatement foam), contamination in some spots at the bottom of the blower box. A couple potential black hairs of fibers were found at the bottom of the blower box. Pil observed black contamination, consistent with keratin, at the air outlet of the blower box and on the blower motor seal, consistent with (B)(4). There is no visible damage or functionality failures of the device for the above observations, which suggest that the source of contamination was external to the device. Tiny moist spots were observed on the bottom of the sound abatement foam on both sides of the blower box. Pil used a fitt (foam integrity test tool) and the associated procedure (B)(4) and was able confirm the presence of degraded sound abatement foam on both sides of the blower box.